Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed an air in line alarm and defective battery door was also reported. There was no patient involvement.

Manufacturer narrative:
Evaluation results: one cadd-solis pump was returned for investigation in used condition. The tamper seal was missing, and the lens was damaged. A sensor test was performed. The customer reported product problem was replicated. The investigator concluded that the sensor was faulty. The sensor and battery door were replaced.